Manufacturer narrative:
(B)(4). Root cause could not be determined. The lot number was not provided, therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Additional information received from the physician indicates: the event of death was amended to sepsis and pneumonia. Suspected product (previously reported as dianeal unknown) was specified to be dianeal-n pd-2 1.5 twin bag. On (B)(6) 2010, the patient began dianeal-n pd-2 1.5 twin bag therapy (dose and frequency were not reported) intraperitoneally for renal failure chronic. The causes of death were sepsis and pneumonia. Dianeal-n pd-2 1.5 therapy was ongoing at the time of death. The physician stated that the fatal events of sepsis and pneumonia were unrelated to dianeal-n pd-2 1.5. The physician believed that the event of fatal sepsis was due to pneumonia.

Manufacturer narrative:
(B)(4).

Event description:
The baxter (B)(4) technical service center received a call from a male patient's family indicating the patient had expired on an unknown date. On an unreported date, the patient began dianeal unknown therapy intraperitoneally for chronic renal failure. On (B)(6)2010, the patient's family member called baxter (B)(4) technical service center and reported that the patient had expired on an unreported date. There was no allegation of device malfunction.

Manufacturer narrative:
(B)(4). The sample was discarded therefore, no evaluation was performed. The product code was not reported, therefore the 510k number is unknown.